Event description:
The surgeon reported via the sales rep that the pt underwent a revision on the (B)(6) 2008 to remove a t2 tibial nail as two of the proximal locking screws had broken. It is further reported that the original implantation took place on the (B)(6) 2008 where the nail was implanted with 2 locking screws proximally and 3 screws distally. It is further reported that 4 weeks post operatively, the pt presented with pain at the fracture site and the knee. It is further reported that the (B)(6) female pt had not suffered any fall or trauma prior to the revision and was of slight build. It is further reported that during the revision, the surgeon removed the nail but could not remove all parts of the screws.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report. Same pt event as MDR 9610622-2008-00192, 9610622-2008-00193, and 9610622-2008-00194. Add'l 510(k) #: k424350/k614220.